Event description:
Customer reported that surgical wound dehisced three weeks following breast augmentation. Infection developed due to wound being open. Breast implant was excised, surgical site was resutured.